Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the transmitter presented with a no power issue. The unit was plugged into a working ac electrical outlet and did not power on. The prong was removed and a burnt smell was emitting from the inside. The visual inspection revealed no physical damage to the outer housing of the transmitter and no physical damage to the outer casing of the ac power adapter. Upon opening the ac power adapter, inspection revealed that there were burnt and corroded components on both sides of the main pcb. The inspection of the inner casing of the ac power adapter revealed it had both burnt and corroded damage. After opening the transmitter, inspection revealed that there was no physical damage to the main pcb. The original ac power adapter was replaced and tested unit with the ac power adapter tl# 60018111. The unit was plugged into the working ac electrical wall outlet and powered on successfully. As a result, it can be concluded that the burnt and corroded damages found on the main pcb of the ac power adapter were the root-cause of the no power issue. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.